Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections and cables to the ps1 power supply on the mainframe were reseated. The voltage was adjusted to 5.18v for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.